Event description:
It was reported the stent's stabilizer cracked during the procedure, and the stent prematurely deployed in an unintended location upon removal of the delivery catheter. The procedure was reportedly then discontinued without any reported patient harm. Although requested, no additional information was provided.

Manufacturer narrative:
The device in question will not be returned to boston scientific for technical analysis as it has been reportedly retained by the user facility. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. The cause of the event remains unknown.